Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician intended to implant a protege everflex stent during patient treatment. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre and post dilated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that a fracture was noted upon initial deployment. The device was safely removed from the patient without incident. A replacement protégé everflex stent was used without issue to complete the procedure. No patient injury reported.